Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead, lot #va0fbun, found no anomaly. The returned lead was tested with a known good screening cable and connected to an external neurostimulator (ens). Impedances were measured and all were normal.

Event description:
It was reported that during intraoperative testing the patient was not experiencing side effects, so an impedance check was done. The damaged lead had low impedances, around 9 ohms, on electrode combinations 0 and 1, 0 and 3, and 1 and 3. The surgeon re-seated the twist lock and the impedances were the same. After replacing the lead an impedance check was performed and they were all in normal range. The patient experienced appropriate side effects from intraoperative testing with the new lead. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension.

Event description:
It was reported that the lead had low impedances inter-operatively. The new lead resolved the issue. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).